Event description:
Physician reported through a device tracking update mailer, received in 11/2004, that this pt had undergone successful coil embolization for treatment of a type ii endoleak in october 2004, approximately one year post excluder placement.